Event description:
It was reported that on (B)(6) 2011, 3 xience v stents were implanted in the mid left anterior descending and the proximal circumflex coronary arteries, without issue. On (B)(6) 2011, the patient experienced a slight increase in creatinine kinase-myocardial band (ck-mb), less than 2 times the normal upper limit. On (B)(6) 2011, the patient was discharged. There were no other adverse events reported. On (B)(6) 2012, over one year post stent implantation, the patient lost consciousness at home and expired before the paramedics arrived. Cause of death was not provided and is reportedly, unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.